Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. During on site visit, fse (field service engineer) inspected ablation check and pmma (polymethylmethacrylate) depth cut. Latest preventive maintenance was performed and fse (field service engineer) concluded system meets specifications as per sir (service installation record). Logfile review for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows twenty seven successfully performed treatments. The reported treatment could be identified in the logfile. The log file shows that the beam control check (bcc) was performed about seventeen minutes before the start of the treatment and not immediately before the treatment. No relevant deviation between planned and performed energy is detectable for the reported treatment. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause was identified as the product was found to be within specifications. Vgb (vertical gas breakthrough) is known to appear in thin cuts more often when compared to thick flaps. Fluid and corneal lacrimation might have built a fluid layer, additionally reducing the flap thickness. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Device evaluated by MFR: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with torn flap in the left eye. Flap was incomplete and procedure was aborted. Bubbles were observed in the interface. Surgeon performed photo refractive keratectomy on the next day and successfully completed the procedure. Patient was happy. There are two related reports for this patient. This report addresses the patient (B)(6) left eye and another manufacturer report will be filed for the fellow eye.